Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they was in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer's family reported that they was not used auto mode feature at time of high blood glucose event. The customer experienced symptoms such as nausea and ketones. The customer was treated with insulin pump and intravenous drip. The insulin pump will not be returned for analysis.